Event description:
Staff was preparing pump for use. When turned on the device produced a white screen, audible alarm and displayed nvram access error. Another pump was obtained and successfully programmed. No patient involvement, no adverse reaction or need for medical intervention and no delay in therapy. No patient information was provided by department.====================== manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation duplicated the complaint of "white screen software error, processname: nvram access error, and secondary audible alarm" during testing. The device failed power on self test with white screen software error and secondary alarm. The fan was noisy during charging battery. The root causes were due to corrupted software and defective fan.manufacturer re-downloaded the software and replaced the fan assembly.